Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx60g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a digestive surgery procedure, unclosed staples. Need to remove the clips one at a time and complete the procedure with thread and another stapler. Longer procedure; but time was not specified. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.